Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that the qc signals were within the specified range, although calibration signals were slightly lower than expected. Patient sample material was requested for further investigation but was not provided. Without the ability to analyze the samples, a definitive root cause for the reported event could not be determined. As stated in the assay method sheet, single false-positive results can occur due to the assay's specificity. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a possible false positive result for the elecsys anti-hcv ii assay on the cobas e 801 module for one patient sample. The initial sample, drawn on (B)(6) 2020, yielded a reactive result of 14.70 coi. A repeat test on (B)(6) 2020 produced a reactive result of 14.90 coi. A second sample, drawn on (B)(6) 2020, yielded a reactive result of 8.59 coi. A third sample, drawn on (B)(6) 2020, yielded a reactive result of 11.9 coi. Additional testing was conducted using various methods. Hcv viral load testing with the roche cap/ctm method reported the target as not detected. Testing on the abbott i2000 sr system yielded a non-reactive result of 0.21 coi, and testing on the siemens centaur system also yielded a non-reactive result of 0.20 coi. An edta sample drawn on (B)(6) 2020 was tested using the cobas hcv monitoring test on the cobas 6800 system, which also reported the target as not detected.